Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo 95% stenosed lesion located in the right coronary artery. Predilatation was performed, then, a 3.5x12mm xience v stent was implanted at 10 atmospheres. After post dilation with a non-compliant balloon a dissection was observed, a distal edge dissection was observed. Another xience v stent was implanted as treatment. There was no adverse patient sequela. No additional information was provided.